Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient underwent surgery with rcns3, lot 9584-l07 on (B)(6) 2015 for the reduction of a right elbow fracture and sbi radial capital prosthesis. On (B)(6) 2015, the patient had to undergo a new surgery for elbow stiffness, arthrolysis and joint loosening with the removal of the prosthesis.

Manufacturer narrative:
The reported event that #3 bipolar stem implant (sterile packed) was alleged of issue s-90 (additional/revision procedure) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the comments from our medical expert ¿the loosening of the prosthesis in elbow is common. Rates of 20-30% of loosening have been reported¿ and that the issue is not mainly related to the product but other factors such as ¿heterotopic ossifications, poor fitting of the prosthesis, instability of the collateral ligaments¿ etc. Also based on the studies related to ¿radial head prostheses¿ it is understood that ¿main complications are related to loosening whether they are cemented or not cemented. Hypotheses have been proposed like inadequate stem design, insufficient cement technique, stress shielding, and foreign body reactions secondary to polyethylene wear. Pain and stiffness are other common complications often related to oversized radial head component or overstuffing of the joint with excessive lengthening of the radius¿. Thus, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The patient underwent surgery with rcns3 lot 9584-l07 on (B)(6) 2015 for the reduction of a right elbow fracture and sbi radial capital prosthesis. On (B)(6) 2015, the patient had to undergo a new surgery for elbow stiffness, arthrolysis and joint loosening with the removal of the prosthesis.